Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35mg/dl. Low bg cause was not known. Reportedly, customers spouse gave customer glucose tablets and called the paramedics. Paramedics gave customer liquid glucose. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.

Manufacturer narrative:
Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.